Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (08/12/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. The meter functioned normally and no error messages were found during laboratory testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.